Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017, or the surrounding days. Cartridge change sequence was completed on (B)(6) 2017. Basal rate was set to 1.3 u/hr throughout the entire day on (B)(6) 2017. There were no erratic bolus requests. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. Keeping a constant basal rate setting throughout the day could cause low bg levels. There is no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 41 mg/dl and juice was consumed to address the low bg. The cause of the low bg was not known. Tandem technical support advised the customer to discuss the event with a healthcare provider.